Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a red biohazard bag. Provided with the return was a tray lid stock from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return, the regulator's small metal ball bearing, lance, spring, and black o-ring were not returned. Neither of the catheters were included in the return. The device was returned with the on/off switch in the "off" position. The white body of the handle has not broken open. Powder was not observed on the exterior of the returned components, within the device nozzle, or within the tray. The red activation knob was returned removed from the handle with a detached portion remaining seated around the regulator in the handle. No portion of the activation knob appears to be missing. The activation knob is marked as being formed with core pin #2. The regulator's internal components have detached with only the small white o-ring remaining seated in the regulator. The co2 cartridge was observed to be fully punctured with the foam still seated on the cartridge oriented correctly. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product prior to distribution. However, this product lot # is within the scope of field action recall 066-r. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The activation knob has cracked around the threaded area where it was secured to the regulator during activation. A field action (reference field action 066-r) has been initiated for this nonconformance; the reported lot, w4849971, is within the scope of this action. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This device is within the scope of the scar. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This product is included in the scope of this supplier corrective action request. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure to treat a bleeding ulcer in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that the co2 [carbon dioxide] cannister exited the back of the hemospray and hit the nurse in the leg. This bruised the nurse's leg. She did not require medical attention and continued to work. They were not able to apply hemospray but the patient's bleeding resolved on its own. A section of the device did not remain inside the patient¿s body. The patient and the user did not require any additional procedures due to this occurrence. According to the initial reporter, the patient and the user did not experience any adverse effects due to this occurrence.